Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient was stable in the operating room and was placed on a bypass pump. The physician repaired the patient's ruptured aorta and pulmonary artery. However, after the procedure, the patient was unable to be weaned off the bypass pump. The decision was made to re-insert the impella for support again. Volume was given and the p level was decreased slowly to p2 due to continuous suction. The transesophageal echocardiogram (tee) revealed a severely dilated right ventricle pushing on the septal wall, causing the left ventricle to collapse on the impella. The patient was unable to maintain adequate blood pressure and heart rate despite all efforts. The patient was transported back to the surgical intensive care unit and expired shortly after arrival. Medical safety review of the event note use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.